Event description:
At time of a service visit due to indication about the alleged reverse working of the handset, an arjo representative was informed by a patient that she fell out of the minuet 2 bed frame. The patient was placed incorrectly on the bed (head at foot section, feet at backrest section). There was also claimed that the side rails were not positioned correctly because the caregivers put the side rail on other way round. No harm was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
At the time of a service visit due to an indication about the alleged ¿reverse working of the handset¿, an arjo representative was informed by a patient that they fell out of the minuet 2 bed frame. No harm was claimed as an outcome of this event. The patient explained to the arjo technician that the caregivers moved the bed in such a way that the foot section was against the wall, instead of the backrest section and the optional, foldable side rails were fitted the other way round (at the foot section). This confused the other caregivers, who placed the patient incorrectly on the bed (head at foot section, feet at backrest section). According to information received from the patient, this situation allegedly contributed to the patient¿s fall from the bed.

Manufacturer narrative:
At the time of a service visit due to an indication about the alleged ¿reverse working of the handset¿, an arjo representative was informed by a patient that they fell out of the minuet 2 bed frame. No harm was claimed as an outcome of this event. The patient explained to the arjo technician that the caregivers moved the bed in such a way that the foot section was against the wall, instead of the backrest section and the optional, foldable side rails were fitted the other way round (at the foot section). This confused the other caregivers, who placed the patient incorrectly on the bed (head at foot section, feet at backrest section). According to information received from the patient, this situation allegedly contributed to the patient¿s fall from the bed. The side rails were corrected by the arjo technician. The bed was tested and no other issues were found. The handset worked correctly. The impression of the ¿reverse¿ handset working was most likely related to the side rails placement the other way round. The minuet 2 instruction for use (IFU 746.396.en) includes guidelines how to install and use the side rails length 3/4. The illustration in the IFU shows the side rail positioning from the head end. No further details were shared by the customer staff therefore it is unknown why the patient fell from the bed. Based on the collected information the patient was placed with the head at the foot section and the side rails were also installed at the foot section. The foot section raised only about half of height of the backrest therefore it is unclear how the fall occur. The arjo device was used for the patient¿s treatment at the time of the event. The side rails were incorrectly assembled therefore the device did not meet its performance specification. The complaint was assessed as reportable due to the patient¿s fall, which may lead to serious health consequences.